Event description:
While rotating the machine from 0 to 180 degrees clockwise the portal imaging device became disengaged and struck the pt in the face splitting the pt's face open & injuring his shoulder.